Event description:
It was reported that the patient needed a triple lumen urinary catheter for surgical reasons. The foley catheter was lubricated with paraffin oil and the balloon was injected with sterile water. 21 hours after the catheterization, the patient complained of urethral distension and discomfort and poor drainage of the catheter. They reported the matter to the doctor, who performed a bedside b ultrasound examination. No catheter or balloon was found. The doctor removed the triple lumen urinary catheter and found that the front end was damaged and there was no residue. The doctor then replaced the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient needed a triple lumen urinary catheter for surgical reasons. The foley catheter was lubricated with paraffin oil and the balloon was injected with sterile water. 21 hours after the catheterization, the patient complained of urethral distension and discomfort and poor drainage of the catheter. They reported the matter to the doctor, who performed a bedside b ultrasound examination. No catheter or balloon was found. The doctor removed the triple lumen urinary catheter and found that the front end was damaged and there was no residue. The doctor then replaced the catheter.